Event description:
It was reported that the patient underwent a procedure at t10-l2 to treat a compression fracture at t12. It was reported that the t10 pedicle fractured during preparation. The procedure was completed with no hardware implanted at t10. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes.